Manufacturer narrative:
Review of the analysis performed on the returned product determined that the coil was stretched. This reportable product malfunction was not evident from the information provided by the customer. Complaint for unzipping/re-zipping was confirmed, but was not confirmed for no slit in introducer. The introducer has a slit, but unable to open and peel apart when unzipping due to hypo tube and introducer damage. Severe multiple kinks and bends were observed throughout the hypo tube. Microscopic examination revealed damage to both the proximal and distal section of the introducer. The coil was still attached to the gripper with the proximal segment stretched. A DHR review for the complaint lot revealed no related anomalies. The DHR review showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan). The exact cause for the reported complaint could not be conclusively determined. It was reported that the coil introducer was unable to be unzipped away from the delivery tube due to there being no slit in the introducer. Analysis on the returned product found that the slit was present in the introducer. The kinks on the hypotube and introducer damage that prevented the unzipping during functional testing may be due to handling of the product during the procedure. The IFU warns that the system is delicate and should be handled with care to prevent damage. Introducer damage can occur if the rotating hemostatic valve is over-tightened. The customer did not report that the coil was stretched. Because the delicate coil was not protected by the introducer, it is possible that the stretching of the coil occurred during post procedure handling and packaging for return.

Event description:
After the trufill dcs was inserted into the micro catheter, the introducer tube was unable to be stripped away from the delivery tube. It was reported that this was due to there being no slit on the proximal part of the tab. The vessel had no calcification, mild tortuosity and unknown % stenosis. The product was prepared and clinically used as per the IFU without any adverse consequence to the pt (female).